Event description:
Blue cap on infant continuous flow circuit fell out which caused desaturation of baby and interventions including increased oxygen, echocardiogram, initiation of transfer to tertiary center. Product made by fisher&paykel device with ref number rt329 lot number 2102633950.